Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported that the patient stated she plugged her controller into the wall to charge and now the controller screen is blank and there is no power on the controller. The patient was asked to remove and reinsert the li ion battery in the controller. The patient connected the recharger therapy monitor (rtm) to the controller and started to charge their implant. The patient stated this is her first time charging the implant and their healthcare provider (hcp) office told her it's ok to charge the implant and there are bandages still on the incision area. The patient stated she is getting excellent recharging quality, the ins is red and the controller is 50%. The issue was resolved while on the call. No further complications were reported. No patient symptoms were reported. Additional information was received from the patient. Patient repeated the same information regarding controller not powering on when she went to charge the ins. Patient added that she went 3 days without stimulation because of this and could barely walk.